Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Additional information :device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Reason code for no evaluation, if other specify, imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿noted blood backing up into central line. Pump channel was flashing and alarming "channel error." Pump restarted and tubing changed to different pump channel. Simultaneously, patient had near syncopal episode while lowering head of bed for bedpan use noted blank stare and garbled speech. Hypotensive from baseline. After milrinone infusing properly patient returned to baseline.¿ through follow up with the customer is was confirmed patient was already receiving milrinone prior to the event.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿noted blood backing up into central line. Pump channel was flashing and alarming "channel error." Pump restarted and tubing changed to different pump channel. Simultaneously, patient had near syncopal episode while lowering head of bed for bedpan use- noted blank stare and garbled speech. Hypotensive from baseline. After milrinone infusing properly- patient returned to baseline.¿ through follow up with the customer is was confirmed patient was already receiving milrinone prior to the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.